Event description:
The event involved a microclave® clear neutral connector where it was reported that a premature baby total parenteral nutrition (tpn) and lipid was leaking due to inappropriate microclave connector which will affect patient intake. The status of the product at the time of event was during infusion. There were no cuts, holes or defects noted on the product. The location of the leak was in the middle part of the clave. There was patient involvement but no patient harm. This report captures 1 of 2 occurrences.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One photo was shared by the customer, where a product box is observed showing lot and item information, no anomalies are observed on the photo. Two (2) used. List #mc100, microclave® clear neutral connector connected to use. Ref catheflush5ml, embrace pre-filled flush syringe 0.9% sodium chloride injection 5 ml syringe were returned for evaluation. As received the microclaves were disconnected from the syringes and a silicone stick down in both microclaves was observed. Both microclaves were dissembled and a torn seal was observed, no additional damage or anomalies were observed. Complaints of leakage can be confirmed. Even if the ID of the returned mating was found within specification, the probable cause of this issue is typically due to access with an incompatible mating device during use. The probable cause is typically due to an incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/6/2024.